Event description:
It was reported that the patient was admitted with driveline infection exacerbation. At the time of the admission the patient wished to forgo aggressive treatment of incision and drainage and intravenous antibiotics. Goals of care discussion was had. The patient was discharged with by mouth antibiotics and entered hospice on (B)(6) 2022.

Manufacturer narrative:
Previous admissions for infection: MFR# 2916596-2022-15553 and #2916596-2022-15556. Manufacturer's investigation conclusion: the pump remained in use until patient's passing (MFR # 2916596-2022-15390). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.